Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent kyphoplasty. Intra-op, a balloon suddenly broke during balloon inflation. It was considered that it happened because the balloon touched the thing like thorn of cancellous bone. Vertebral height was recovered on a certain level, so that intravertebral cleaning was done and finished the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.